Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction additional manufacturer narrative: "the reported event, of a casing/condition issue,..."

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/13/2014 with the following findings: the reported event, of a dim/fading/color-spectrum display issue, could not be adequately investigated due to the condition of the returned device; thus no conclusions could be determined in this regard. Unrelated to the reported event, the returned battery cap was found to be damaged/worn. A test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.